Event description:
It was reported that during a routine device replacement, the right atrial (ra) lead was noted to have no capture at maximum outputs. An x-ray showed the lead was pulled back and did not have enough slack. The device was reprogrammed to a ventricular-only pacing mode and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.